Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Patient reported left side rupture. Healthcare professional confirmed left side rupture and pain. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted.

Event description:
Patient reported left side rupture. Healthcare professional confirmed rupture, capsular contracture baker grade iii with pain, malposition and crease/fold. During explant the device was noted to be intact (no rupture). The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ crease folding of implant: observed creases on the device. As per the investigation procedure wear abrasion was observed. None of the observations are found to be potentially related to the manufacturing process.